Manufacturer narrative:
A5 and a6 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Impella cp support was initiated via femoral access in a 72-year-old female presented with acute myocardial infarction and cardiogenic shock and experienced cardiac arrest requiring mechanical ventilation for respiratory support. Mechanical circulatory support was provided via femoral access. During support, hemolysis was observed, and the managing physician was aware. Device repositioning was attempted, as repositioning is known to help mitigate hemolysis; however, hemolysis persisted. The patient remained clinically supported. The impella cp will be coded for hemolysis. Hemolysis is a known risk associated with mechanical circulatory support and is addressed within the instructions for use. Additionally, the patient¿s significant hemodynamic instability and underlying comorbidities may have also contributed to the development of hemolysis. Comprehensive review did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event. The patient survived.

Manufacturer narrative:
B1 added selection as it was omitted from the initial report that was submitted. B2 revised selection as it was entered incorrectly on the initial report that was submitted. D4 revised primary UDI number as it was entered incorrectly on the initial report that was submitted. H6 type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. Hemolysis/mechanical interaction with blood: the cause of mechanical interaction with blood/ hemolysis was not established due insufficient clinical details and no product or data logs were returned.